Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed about pump reset steps but was not able to complete reset at that time and planned to call back for further assistance if needed. No additional information was provided.